Event description:
Complaint from maude database: the report states "health care providers could not get intubation light source from teleflex rush polaris to work properly". Unknown when issue was first identified. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). MDR report key/report number: (B)(4).

Event description:
Complaint from maude database: the report states "health care providers could not get intubation light source from teleflex rush polaris to work properly". Unknown when issue was first identified. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4). MDR report key/report number: 12868385. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.